Manufacturer narrative:
Section e1: address - line 1: (B)(6). The device was returned as part of the asset return process. It was noted that water tightness was lost due to deformation of the scope connector and electrical connector. The nozzle was deformed and there were scratches noted throughout the device. The adhesive on the bending section rubber was detached and the the connecting tube had a wrinkle. The bending angle and the play of the knob were out of standard value due to wear of the angle wire and the scope cylinder was shaved. The forceps channel port was shaved and the control section had a stain. The right/left and up/down knob had a stain. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to lg (light guide)-lens glue being peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. This issue is addressed in the instructions for use (IFU): the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the inside of the light guide lens had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.